Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a follow-up in clinic, there were episodes of atrial fibrillation and tachycardia noted that were false and due to t-wave oversensing. No intervention was performed, and the patient was stable with no consequences.